Event description:
It was reported that the left ventricular (lv) lead had high thresholds and impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7120-60, st. Jude lead, implanted: (B)(6) 2013; 4568-45, lead, implanted: (B)(6) 2002. (B)(4).